Event description:
The device was being used to treat a calcified lesion with 90% stenosis in the lad. The sprinter legend rx device was inspected with no issues noted. The device was used for pre-dilation. During the surgery, the device could not pass the lesion. The physician used a new device to complete the surgery. The device was returned to the manufacturing facility. Analysis of the device revealed that there was a leak in the balloon. Evaluation summary: the balloon had been inflated. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon. A small radial tear was located over the marker band on the balloon working length.

Manufacturer narrative:
Evaluation codes, results: (B)(6) related to operational context (given the manufacturing controls and the damage on the balloon, the issue appears to be procedural related) deformation problem (balloon) evaluation codes, conclusions: operational context (given the manufacturing controls and the damage on the balloon, the issue appears to be procedural related). (B)(4).